Event description:
It was reported that the customer passed away due to diabetic ketoacidosis, swelling of the brain and possible seizures. The customer's blood glucose reading was 692 mg/dl when she was admitted. The customer was not wearing the insulin pump at the time of her death, but she was wearing it when she was admitted to the hospital. The caller had no further info regarding the death, and she declined to return the insulin pump for analysis at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.